Event description:
It was reported the pt is experiencing pain at her ipg site. The pt stated she had surgery on her back and screws were added and she believes the ipg is leaning against on of the screws. It was also reported the pt has not used or charged her ipg in over a yr due to other medical issues. An sjm rep contacted the pt and confirmed the ipg will not communicate with external devices.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.